Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the reported problem was found during the planned/non-emergency treatment which was completed by moving the patient to another room. The philips remote service engineer (rse) communicated with the customer and confirmed that the system was showing error message: free space low, delete exams. Upon functional testing, the rse identified that the image disc was full and it was not resolved by rebooting the system. To resolve the issue rse cleared the image database through fsf. After this, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that the system gave a ¿free space low, delete exams¿ error, but the review tab was empty. The patient was moved to another room to complete the examination. There was no reported patient or user harm. Philips has started an investigation of this complaint.